Event description:
It was reported that during a percutaneous coronary intervention procedure, guide wire coating detached and remained inside the patient. Vascular access was obtained via the femoral. Ther target denovo lesion was located in the non tortuous distal tibial artery. A 300cm v-14 guide wire prolapsed during the procedure while loaded on a .014, 150cm non-bsc support catheter. Resistance was encountered when the v-14 guide wire was pulled back into the support catheter. The v-14 guide wire was withdrawn and it appeared that 4mm of the coating had peeled off the tip of the guide wire and remained inside the patient. Another v-14 guide wire was used to complete the procedure. No patient complications were reported and the patient's status is listed as ok. Eight days post procedure, the patient returned with pain symptoms. Under fluoroscopy, the detached coating was noted to have migrated to the distal tibial artery and occluding flow. The coating was retrieved using a filter wire ez. No further patient complications were reported and the patient's status is listed as stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, guide wire coating detached and remained inside the patient. Vascular access was obtained via the femoral. The target denovo lesion was located in the non tortuous distal tibial artery. A 300cm v-14 guide wire prolapsed during the procedure while loaded on a .014, 150cm non-bsc support catheter. Resistance was encountered when the v-14 guide wire was pulled back into the support catheter. The v-14 guide wire was withdrawn and it appeared that 4mm of the coating had peeled off the tip of the guide wire and remained inside the patient. Another v-14 guide wire was used to complete the procedure. No patient complications were reported and the patient's status is listed as ok. Eight days post procedure the patient returned with pain symptoms. Under fluoroscopy the detached coating was noted to have migrated to the distal tibial artery and occluding flow. The coating was retrieved using a filter wire ez. No further patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the last 0.4cm of the distal end with the polymer sleeve peeled, additionally the last 0.5 cm from the distal end are bent. The device appears to have been pulled/pushed against resistance. The guide wire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).